Event description:
It was reported that when the preloaded intraocular lens (iol) was implanted, lustrous foreign materials like metal fragments adhered to the surface on the peripheral part of the lens optic. The foreign materials were removed with a hook, but a glittering sensation remained on the surface after removal. The surgery was completed without removing the iol. No patient injury was reported. No medical intervention was required. Through follow-up, we learned that the foreign materials were about 0.2 mm in length and located around the rim near the haptic base on the front side of the optical part. The foreign materials looked purple and partly remained after the physician removed them by rubbing with a hook. The patient had no pre-existing diseases and the surgery was prolonged by about 20 minutes. During the preloaded device setting, the physician made the settings and used balanced salt solution (bss) at room temperature and it was placed from the cartridge canopy. The instructions for use were followed. No further information was provided.

Manufacturer narrative:
Section d6b: explant date: not applicable, as lens remains implanted. Section e1: telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.